Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device found no kinks along the entire length of the shaft. An examination of the crimped stent identified that the proximal struts at the proximal edge of the stent were slightly misaligned. No issues were noted with the tip or distal end of the crimped stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance is limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a coronary artery stenting treatment procedure, failure to cross the lesion occurred. Vascular access was gained via radial artery. The eccentric de novo target lesion was located in the mid to distal proximal right coronary artery (rca) which was 14mm long with a reference vessel diameter of 4.5mm. After pre-dilation using a 4.5x15mm balloon catheter, a 4.50x16mm liberte bare metal stent was selected and advanced to treat the target lesion, but it encountered significant resistance at the proximal rca and was unable to cross the lesion. The device was removed intact. The procedure was completed with a different device. There was no patient complications reported and the patient's status was stable. However, the returned device revealed stent damage.